Event description:
It was reported that the patient underwent an open reduction/internal fixation surgery for a femoral transverse fracture on (B)(6) 2024. By means of fna, drilling was performed to insert a locking screw, but the drill bit broke off in the middle of the surgical process. Therefore, insertion of the locking screw was not performed. The surgery was completed with no delay and the patient outcome was reported to be stable. Medical staff commented that the patient¿s bone was extremely hard. No further information is available. This report involves one 4.2mm three-fluted drill bit qc/330mm/100mm calibration. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: d9: complainant part is not expected to be returned for manufacturer review/investigation. E3: reporter is a j&j employee. H6 component codes: most relevant component code is g07002 (appropriate term/code not available) to capture no findings available due to no product returned. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.